Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was left capped due to unknown product performance issues. The patient underwent surgical intervention to replace the lead. Additional information from the field representative revealed that the lead exhibited noise and a lead fracture is suspected as the root cause. No additional adverse patient effects were reported.